Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken curved in the anterior side, crease flat and weight to the spec. A microscopic analysis was performed which identify a striated edge broken, consist with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge broken on anterior side due to surgical damage. Missing piece of the shell assessed as inconclusive.

Event description:
Physician reported bilateral rupture. This record is for right side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported bilateral rupture. This record is for right side. The device has been explanted.